Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 27-feb-2019 arjo was informed about the event regarding patient's head entrapment around the enterprise 8000 bed rails, which occurred in hospital (B)(6) in france. The facility informed arjo about this event a few months after the incident took place (event happened on 02 aug 2018). It was indicated by the facility that the patient died after the event, however circumstances of the event and date of patient's death remain unknown. It was only confirmed that the patient had dementia and cognitive disorders. The limited information available did not allow to determine whether the patient's death was related to the event. Based on the available information, hospital (B)(6) is equipped with multiple enterprise 8000 medical beds. The facility staff was unable to point out specific serial numbers that was involved in the event from aug 2018. Without knowing which device was involved and taking into account that arjo was informed six months after the event took place, the technical evaluation was impossible to be carried out. The arjo medical beds in this facility are not under arjo service and maintenance contract. Taking into account limited information gathered, the exact cause of the patient's head entrapment could not be established. It should be emphasized that the instruction for use dedicated to enterprise 8000 bed (e.g. 746-435 rev.7) contains all crucial information and warnings which should be followed to ensure patient safety: "where risk assessment indicates that a patient is at high risk of entrapment owing to their medical condition or other circumstances, and where there are no medical benefits from their being left in a contoured position, place the mattress platform in the flat position when patient is left unattended." "Before operating the bed, make sure that the patient is positioned correctly to avoid entrapment or imbalance." It is recommended that prior to use of the product all sections for instruction for use are to be reviewed, particular attention is to be given to warnings. The instruction for use instructs how to operate the bed. Apart from writing instructions, it presents graphics which explain how to use particular functions of bed e.g. Side rails. If information included in the IFU is followed, the risk of any hazardous situation is minimized. During review similar reportable events for the enterprise 8000 medical beds, 2 events regarding patient's head entrapment were found (including one, which is subject of this report). Summarizing, when the event occurred the bed was used for a patient treatment and in that way played a role in the reported incident. It was not possible to determine which enterprise 8000 medical bed was involved in the event and the inspection could not be carried out. Due to this fact, it cannot be confirmed whether the involved device meet the manufacturer's specifications during the event. With the limited information received, the cause of the patient's death occurrence could not be determined. The complaint decided to be reportable due to the allegation of patient's head entrapment which resulted in patient's death.

Event description:
On 27-feb-2019 arjo was informed about the event regarding patient's head entrapment around the enterprise 8000 bed rails, which occurred in (B)(6) in (B)(6). The facility informed arjo about this event a few months after the incident took place (event happened on (B)(6) 2018). It was indicated by the facility that the patient died after the event, however circumstances of the event and date of patient's death remain unknown. It was only confirmed that the patient had dementia and cognitive disorders. The limited information available did not allow to determine whether the patient's death was related to the event.